Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that as the lens was unfolding in the eye, the surgeon observed thick cracked lines on the lens. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner hydrophilic acrylic iol use risk matrix identifies the following as possible causes of "physical damage to lens": sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk matrix identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. As the verbatim report states that there were thick cracked lines this could be suggestive of misidentifying creases in the posterior capsule which can be caused by the high radial force exerted on the capsular bag during iol implantation. Our review of production records for the rayone emv rao200e batch 075276083 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 075276083. The root cause of the event cannot be established due to insufficient information and evidence.

Event description:
On 7th may 2026, rayner received notification from its distributor in (B)(4) of an event that occurred during use of a rayone emv rao200e. The event description provided states that as the lens was unfolding in the eye, the surgeon observed thick cracked lines on the lens necessitating lens explantation and exchange.